Event description:
It was reported that the syringe split "at the back end and then down the length" of the barrel during use.

Manufacturer narrative:
It was reported that the syringe split "at the back end and then down the length" of the barrel during use. No serious injury or adverse impact to patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. One (1) box of product in used and new condition was returned for evaluation. The used samples were observed to have a broken barrel. Visual and functional testing of new samples was unable to reproduce or confirm the reported problem/issue as all syringe samples tested worked as intended. The root cause was determined to be inadvertently adding excessive foce to the device while injecting. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.